Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016, to report a loss of connection that occured on (B)(6) 2016. There was no report of injury or medical intervention. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on 07/30/2016. Complaint for a loss of connection was confirmed. The root cause could not be determined post investigation.